Manufacturer narrative:
(B)(4).

Event description:
The customer reported that when the tracheostomy tube was warmed due to body heat, it became malleable / too soft. It becomes easily obstructed and movable. The tube was removed and the patient was recannulated.